Event description:
It was reported (3) devices were used during an unknown procedure. It was reported by the affiliate that the ems instruments were all jammed. Another instrument was used to complete the case. There was no consequence to the patient.